Event description:
It was reported that a cartridge alarm occurred during insulin delivery and when the pump was within the allowable operating altitude range. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose was in 217-308 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.